Event description:
Patient reported obtaining a blood glucose result of 666 mg/dl (device's reading range is 10 - 600 mg/dl). Patient noted that no action was taken based on this result. Additionally, patient reported that the value could not be found in the device's memory. Technical support requested the return of the suspect product and replacement product was shipped.